Manufacturer narrative:
The pod was received with the soft cannula deployed. A leak test was performed and a tear was found in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarm, indicating that there was no struggle to deliver insulin. It could not be conclusively determined if this tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 306 mg/dl while wearing the pod longer than 48 hours. It was reported that the noticed the pod was leaking insulin. As treatment, the patient removed the pod and applied a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. A leak test was performed and a tear was found in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarm, indicating that there was no struggle to deliver insulin. It could not be conclusively determined if this tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 306 mg/dl while wearing the pod longer than 48 hours. It was reported that the noticed the pod was leaking insulin. As treatment, the patient removed the pod and applied a new pod.